Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reported the ventilator had an inspiratory pneumatic leak from disconnected tubing and reconnected it properly. Also the compressor would not build pressure, it was opened, the air intake filter, suction filter and water trap filters were cleaned. Both the ventilator and compressor worked properly.

Event description:
It was reported that during set up that a ventilator generated an air supply loss alarm. There was no patient involvement.